Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer experienced diabetic ketoacidosis with blood glucose (bg) level of 500mg/dl. Bg level was treated with a manual injection and a correction bolus via the pump. Customer replaced pump supplies and resumed insulin therapy.